Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The reported use of the starclose device in a patient allergic to nickel is inconsistent with the instructions for use (IFU) which contraindicates the use of the device in patients with known hypersensitivity to nickel- titanium.

Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, although the patient has a preexisting nickel allergy, the starclose se device clip, which is manufactured with nitinol (nickel and titanium alloy), was used for arteriotomy closure. The patient is asymptomatic and there is no planned treatment. There were no reported adverse patient effects. Though requested, no additional information was provided.